Event description:
It was reported that during periodic maintenance (pm) the ventilator did not turn on and the internal output power supply had no voltage. No patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
An authorized service provider (asp) replaced the power supply and the reported problems remained. The system also reports faulty main alarm, or it does not complete alarm test at the start-up. The power cable was found with loose poles, and the motor controller had bent pin. An asp performed functional check with a positive outcome. Power cable was supplied, and the system passed factory specifications. The device was deemed ready for clinical use.